Event description:
I am using the dexcom g7 continuous glucose monitor (cgm) with a tandem tslim:x2 insulin pump. Inserting a new g7 sensor should involve a 30 minute warmup time where the pump has paired with the g7 and is waiting for the g7 to warmup before receiving cgm data. Twice, on (B)(6) 2024, new sensors were inserted. On each of these dates, the tslim:x2 pump could not connect with the newly inserted cgm. I discussed this with dexcom using the dexcom online chat system. We verified through the use of the dexcom software application (on a samsung galaxy s23 ultra that is approved for use with the tslim:x2 pump) that the sensor was not operating as designed and had to be returned for replacement. Summary: neither the tslim:x2 pump nor the dexcom app could communicate with a newly inserted g7 sensor using the hardware and software designed to communicate with said device. Of note: both of these failed g7 sensors came from the same shipment of diabetic supplies (including quantity (B)(4) g7 sensors) from ccs medical on or about (B)(6) 2024. This is the second shipment of (qty (B)(4)) g7 sensors that I have received from ccs. I had no issues with the first shipment of g7 sensors that I received. I have been using the g7 sensor for approximately 4 months. Prior to that, I had used dexcom's g6 series for approximately 2 years. Prior to that, I used medtronics' cgm for approximately 10 years. Dexcom has replaced the defective sensor from (B)(6) 2024 which required me to send back the defective unit. Dexcom is sending me a replacement for the defective sensor from (B)(6) 2024 which will require me to send back the defective unit. Ref report: mw5160081.